Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice (hc) device during dwell 2. The home patient (hp) was connected at the time of the alarm. It was noted that there was a loose connection between the bag and the cassette. The technical service representative (tsr) explained the alarm and advised the hp to start over using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon conclusion of the investigation, the cause of the reported alarm was due to loose connection. The cause of loose connection could not be determined. Should additional relevant information become available, a follow-up report will be submitted.